Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a conclusive cause for the reported failure to capture the leaflets and single leaflet device attachment (slda) could not be determined. The reported device damaged by another device was due to user technique/procedural circumstances as during implantation, the third clip interacted with the second clip, knocking it off the posterior leaflet resulting in the reported complete clip detachment. The reported complete clip detachment of the second clip was a cascading effect of the reported device damaged by another device. The reported difficult to remove was due to procedural conditions as an attempt was made to remove the detached clip but it did not initially retract into the guide. The reported difficult to remove from the anatomy was due to procedural conditions as the clip was stuck in the femoral vein near the access site. The reported embolism was a cascading effect of the reported complete clip detachment as the second clip detached from both leaflets and embolized in the right pulmonary vein. The reported tissue damage also was a cascading effect of the reported complete clip detachment as a small flail segment was noted in the place where the clip was before complete detachment. The reported patient effects of mitraclip implant embolism and mitral valve tissue damage is listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The third mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda), complete clip detachment (ccd), damage by another device and required intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. One clip was implanted. The second clip delivery system (cds 80821u126) was advanced to the mitral valve. Grasping was performed, but there was no significant mr reduction. Several grasping attempts were made. While attempting to capture the leaflets, the anterior leaflet came out of the clip. Grasping was performed again, and the clip was deployed. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The third cds (80831u125) was advanced to the mitral valve to stabilize the slda clip. Several grasps were performed, but a good grasp was not achieved. While inverting the clip to remove the cds, the third clip bumped the slda clip. The slda clip then detached from posterior leaflet (ccd) and embolized to the right upper pulmonary vein. There was now a small flail where the clip had detached. The third clip was re-advanced to the valve and placed at the flail segment. The clip was implanted to treat the flail, reducing the mr to 2-3. The guide was then used to snare the detached clip. It was not possible to fully retract the clip into the guide; therefore, both devices were brought to the femoral vein. The guide was removed; however, the clip was stuck in the femoral vein and a cut down was performed to remove the clip. The patient was discharged the next day. No additional information was provided.